Event description:
It was reported that during a laparoscopic appendectomy procedure, the endopath device was inserted into the jaws of another sterile device. The first one was placed onto the target tissue, and the jaws were closed. After waiting 15 seconds, when the trigger was pulled, it was observed that the endopath device did not fire. The sterile device was removed from the abdomen. The jaws of the first endopath would not open. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2025. D4: batch#: 966c77. Additional information was requested, and the following was obtained: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? The jaws were forced to open off of the tissue within the abdomen by using a graspers. The jaws had to be closed in order to remove the ats45 from the sterile field. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezing the closing trigger tightly while using a graspers to forcibly prying the jaws open. Did the jaws eventually open? Yes. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with no reload present. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail as no cartridge was returned for analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. A manufacturing record evaluation was performed for the finished device ats45 with lot number: 992c81; and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 966c77, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.